Manufacturer narrative:
(B)(4)

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a detached sensor wire stuck in the skin which occurred 5 days the sensor had been inserted in the arm. Upon removal of the sensor, the patient noticed that the sensor wire remained embedded in her arm. She immediately contacted her physician and presented it to her clinic on the same day due to redness and swelling at the insertion site. The physician successfully removed the retained sensor wire using tweezers. Following evaluation, the patient was prescribed an oral antibiotic (brand name and dosage not recalled) to be taken twice daily for 10 days to treat a suspected localized infection or inflammation. At the time of reporting, the patient stated that the affected arm is fully healed, with resolution of redness and swelling. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.